Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump history by the customer showed the pump battery depleted form 100% to 40% within one day. The customer¿s blood glucose level was 145 (mg/dl). Reportedly the customer will continue to use the pump for insulin therapy.